Manufacturer narrative:
Per product support, the customer has replaced the power management board but did not solve the issue. The product support recommended to the customer the motor controller pcba mc pcba. Further information has been requested if this resolves the issue.

Manufacturer narrative:
Upon further investigation, MDR#2031642-2021-05412 was reported in error, and the complaint indicates that the device was not in use. It also states there was no patient impact or harm. Therefore this complaint no longer meets reportability requirements.

Event description:
The customer reported that the 3.3v, 5v, and 35v were all reading zero. The customer reported that the unit was not in use on patient. The customer contacted product support and reported that a ventilator has an error code to check the 5v power supply. While troubleshooting, the customer had zero volts on the 3.3v, 5v, and the 35v. Codes in the significate log were 1118, 111b and 1117. Product support recommended power management (pm) pcba. This is pending repair information.